Event description:
It was reported that during a coil embolization procedure, the subject coil experienced difficulty detaching. Therefore, the physician decided to remove the coil; however, the coil detached in the hub of the microcatheter. The coil was removed from the microcatheter and the procedure was successfully completed with no patient consequences.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis of the delivery wire revealed that the proximal contact was kinked likely due to handling and that the main coil appeared to have physically detached (not via electrolysis) from the delivery wire. It is probable that procedural factors during detachment of the coil limited its performance resulting in its removal and subsequent detachment from the delivery wire. Based on the information available and analysis of the device an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during a coil embolization procedure, the subject coil experienced difficulty detaching. Therefore the physician decided to remove the coil; however, the coil detached in the hub of the microcatheter. The coil was removed from the microcatheter and the procedure was successfully completed with no patient consequences.